Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that they saw their doctor on thursday because they were having trouble with their stool movements and not voiding their bladder completely. Patient stated they used to have lots of improvement with both bladder and bowel during the trial. Patient said they were implanted to help them with their bladder issues but their doctor said it would also help with bowel issues. Patient was having stool movements and going to the bathroom all the time. Patient said they were not emptying the bladder all the way and had to catheterize themselves. Last night was really bad. Patient's bed was all wet from passing too much gas. Reviewed therapy information and general programming guidance. With instruction patient connected to implant. Confirmed stimulation in bicycle seat area and comfortable. Patient was redirected to their healthcare provider (hcp) to address the issue. On (B)(6) 2024, additional information was received from the patient. Patient called back and said they talked to their doctor's office and they wanted them to go back to the program they were on and increase intensity until they started to feel the stim and then turn it down where they didn't feel it. Reviewed therapy information and general programming guidance. Patient connected to their ins on the call, went back to the previous program they were on and increased stimulation intensity as instructed by hcp. They will maintain stimulation level and will continue to track symptoms. Patient brought up it's helping them with their bowel function but they're trying to get more control with their bladder because they still have to catheterize. Redirected to hcp if issue persists. Additional information was received from the patient on (B)(6) 2024. Patient mentioned only programs 1 and 2 seem to be working but the other ones are not. Guided to discuss with hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.